Event description:
It was reported that a spectrum pump had an inoperable/malfunctioning keypad. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). The device has been rec'd by baxter for eval. The eval has not been completed at this time. A supplemental report will be provided when the investigation is completed.